Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the mechanical issue, fluid loss, and hole in the balloon was confirmed. The product analysis did not confirm the urinary incontinence; however, the hole identified would cause the device to malfunction, leading to the urinary incontinence issues. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No malfunction was identified in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary as a malfunction was identified in the balloon component. The balloon component was visually inspected, microscopically examined, and tested for leaks. A large, circumferential tear was identified in the balloon shell that measured 2.0 mm. The damage appears to be caused by a sharp instrument such as a scalpel that most likely occurred during implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported fluid leak and hole/perforation. The product analysis did not confirm the urinary incontinence; however, the balloon tear identified would cause the balloon to malfunction, leading to the incontinence issues. It is most probable that this damage occurred during the implant procedure when the physician was positioning/ placing the device. Labeling review: upon reviewing the IFU, ams 800 male us, bsc the following statements were identified as applicable: caution: do not place any hemostats on top of the balloon. Any instruments on the balloon can damage it. Based on the event description of accidental puncture during the implant procedure, it can be concluded that the user did not properly handle the device according to the orm/IFU. The appropriate warnings were identified in the IFU and orm. Additionally, the reported event of urinary incontinence is included as potential adverse events within the instructions for use (IFU). Investigation conclusion: based on this investigation a probable cause for the event was established; therefore, the conclusion code of unintended use error contributed to event was chosen because the reported events could be traced to handling of the device or component through product investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence as there was fluid loss from a hole in the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence as there was fluid loss from a hole in the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported in relation to this event.